Event description:
A hospital in another country reported to our distributor that when a staff member placed a humidification chamber on a humidifier, the waterfeed tube detached from the chamber.

Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation.